Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 342-361 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, and was released from the ER 22 hours later on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
Device not returned.